Event description:
Device 1 of 4: ref MFR reports #1627487-2012-06499, 1627487-2012-06500, 1627487-2012-06501. The pt has two scs systems. It was reported the pt experiences pocket heating at the ipg site whether recharging or not. It was also reported the pt experiences discomfort at the ipg site when stimulation is off. Allegedly, the pt has been burned twice while recharging the ipg. No further info is available at this time. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.